Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose level was "high" (>22.2 mmol/l,>400 mg/dl). The pod was reportedly leaking during wear. It was noted that the adhesive was not secure causing the cannula to dislodge from the infusion site. A new pod was successfully applied.